Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Upon changing the cartridge, a fill alert and cartridge alarm was received. Another cartridge was used and same issue occurred. Customer's blood glucose was within range (value not provided). Customer reverted to using an alternate method of insulin therapy.